Event description:
The rptr stated that rtpr did meter to hcp meter comparison tests. The tests were done within 10 minutes, using the same fingersticks. Rptr's meter read 188 mg/dl, and rptr's home health nurse's meter (type unknown) read 100 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. No harm was alleged. On followup, the rptr stated that rptr cleans rptr's meter on a regular basis, and that rptr checks the confirmation dot when testing.